Event description:
It was reported, during a lead replacement procedure, the new leads were unable to be connected into the device header. The device was not used with the new leads, a different device was implanted. The patient was stable.

Manufacturer narrative:
The reported event of leads did not fit in the connectors was not confirmed. Analysis determined that sjm/abbott is-1 leads inserted normally into the a- and v-connector ports of the device. The device passed all testing. The pacemaker was found normal. Unable to reproduce the reported complaint during lab testing.